Event description:
The facility representative contacted baxter to report an infusor that had a leak from the winged luer cap when tapped. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition as not confirmed. The assignable cause could not be determined at this time. Additional: a baxter review has been performed and there were no nonconformances noted during the manufacturing of this product.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.